Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the distal rca with mild tortuosity, mild calcification and 90% stenosis. The voyager was delivered and inflated; however, the balloon ruptured at the first inflation of 10 atm. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including balloon damage during manufacture, materials, interactions with other devices, anatomy, previously implanted stent, calcification and tortuosity, or insufficient prep. It is likely that the balloon material was damaged during interaction with the lesion calcification during the procedural attempts to place the device in the target lesion, such that the balloon ruptured during inflation, as no leak was noted during the prep. There is no indication of a lot specific product quality deficiency; however, in this case, a conclusive cause could not be determined.